Event description:
Customer advised xprt footbox caught fire. When max inflate was activated, customer reported that the mattress caught fire, the room filled with smoke, and staff unplugged mattress system.

Manufacturer narrative:
Gaymar does not believe that xprt mattress system has caused or contributed to this event. There was evidence of any fire residue (soot, scorching, etc.) On or inside the footbox, only that the plug melted causing the report of smoke (smoldering). Our investigation and device evaluation reveals that the customer did not use the device as intended. The customer did not follow proper procedures in installing the unit especially during plugging the electrical cord into the footbox. A small amount of melting on the end of the electrical power cord was found where the power cord connects to the power inlet module of the footbox. This was most likely caused by electrical arcing at the power cord connection. The investigation revealed that the power cord holding strap was by-passed (not attached as specified) and the plug was not fully seated into the inlet. Failure to properly seat the plug and utilize holding strap resulted in faulty electrical connection, causing arcing and plug meltdown. The customer has been notified of the instruction for proper use of electrical plug and holding strap as specified in the xprt operators manual that comes standard with the unit. No further action is necessary at this time.